Event description:
Boston scientific reported that the lead was placed in the rv and had dislodged by the next day. The physician attempted to reposition it, but the helix would not re-extend after a couple of attempts. It was explanted and replaced with a new dextrus lead 4136.